Event description:
The customer reported that their central nurse's station (cns) has no sound. No harm or injury was reported. Before nihon kohden technical support could troubleshoot the customer reported that the audio cable for this unit was disconnected. Once the cable was reconnected, the sound was resumed.

Manufacturer narrative:
Complaint details: the customer reported that their cns has no sound. Customer identified that the audio cable for the device was disconnected. After the audio cable was reconnected, the issue was resolved. Investigation summary: during troubleshooting, it was identified that the audio cable was disconnected. As the audio cable was unplugged, there will be no audio coming from the cns. Although not definitive, it is likely that a user had inadvertently unplugged the audio cable. The most probable cause of the issue is user error, and inadequate cable management. Per sop07-003, no CAPA is required as the overall risk rating of the event is medium. If the audio cable was plugged in as it should be, the cns would have audio alarms. No corrective actions would be performed at this time.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) has no sound. No harm or injury was reported. Before nihon kohden technical support could troubleshoot the customer reported that the audio cable for this unit was disconnected. Once the cable was reconnected, the sound was resumed.